Manufacturer narrative:
H.6. Investigation: since no samples displaying the reported condition were received the reported defect could not be confirmed. A device history record review was completed for provided lot number 0233244. A review showed insufficient silicone issue was reported during the production. Product was requalified per applicable acceptable quality limit before production resumed.

Event description:
It was reported when using the bd barrel 1cc s/t w/sil, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: "upon entry of the needle of the syringe into the artery, the syringe does not fill. Also, the blood from syringe. Leaks before the cap can be replaced when syringe does fill."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd barrel 1cc s/t w/sil, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: "upon entry of the needle of the syringe into the artery, the syringe does not fill. Also, the blood from syringe leaks before the cap can be replaced when syringe does fill. "